Event description:
On 1/21/97, a facility nurse informed the manufacturer's (MFR) clinical specialist that the pt was in for treatment (01/20/97) and the device seemed to move up from the pt's chest wall to the skin surface with pooling of fluid under and around the device. The device was also accessed by the surgeon with the same results. The MFR clinical specialist suggested a dye study be performed to access the device, device catheter placement, viability or confirmation of needle position/contact and patency under fluoroscopy. Both the physician and the nurse deny overpressurization, excess external pump usage or too small syringe size being used. No catheter declotting procedure has been performed and blood draw was on and off for the last few treatments. The first couple of months after implant, no problems were experienced. A dye study was to be scheduled (01/27/97) prior to taking the pt to surgery for removal of the device. No further details were available.